Event description:
It was reported to kendall on 05/01/2001 that a customer states that the needle remained in the patient upon removal of the angel wing device. The device was not saved, but 3 from the same lot number are being returned.